Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that she was hospitalized due to high blood. The blood glucose reading was over 400 mg/dl at the time of admission. Customer stated that her insulin pump was malfunctioning it was alarming motor error during bolus. Nothing further was reported.